Event description:
A device was implanted, date not indicated. On 1/7/97, the device was removed from the pt and another device implanted due to fluid loss. No further info can be obtained at this time.